Event description:
A medtronic representative reported that, while in a spine procedure, an upper thoracic probe was bent. The probe was used to create pilot holes working from c2 to t6. It was noted the instrument was damaged while working on the sixth thoracic vertebrae. The surgeon indicated that the thoracic probe was bent due to the hardness of the patient's bone. The surgeon discontinued the use of the damaged thoracic probe and continued the procedure using a different instrument, a pointer probe. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and weight were not made available from the site. RMA issued. Part not returned to manufacturer for analysis.